Event description:
A pt reported experiencing inaccurate low results with a surestep meter. In 2001, pt's blood glucose was 112 and 147 mg/dl. Tests were done 11-30 minutes apart. Pt did not experience any adverse events. No further info has been reported.